Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were attempted implants due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were implanted; however, the patient's r-wave measurements were too small. The physician attempted to reposition the electrode in a deeper position but all three vectors failed due to the low amplitudes. The physician expressed concern about under detection of ventricular fibrillation (vf). Therefore, the s-ICD system was explanted and replaced with a transvenous device. No additional adverse patient effects were reported. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were attempted implants due to an unspecified product performance issue. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were implanted; however, the patient's r-wave measurements were too small. The physician attempted to reposition the electrode in a deeper position but all three vectors failed due to the low amplitudes. The physician expressed concern about under detection of ventricular fibrillation (vf). Therefore, the s-ICD system was explanted and replaced with a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.